Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing resulted in the replacement of the field generator. The system then passed the system checkout and was found to be fully functional. The field generator was returned to the manufacturer for analysis. Analysis found that the returned field generator remained in green status during all testing and passed the accuracy test successfully. The flexing cable did not indicate any failures. Reported issue could not be duplicated. Analysis resulted in the determination that no failure was found with the part. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the physician was losing tracking compacity during the case. A medtronic representative visited the site and observed the emitter volume to be smaller than usual. No patient impact and less than an hour of delay reported.